Event description:
It was reported that a malfunction occurred while updating the pump to version 7.8, displaying a malfunction code malf 0, with a fault ID 0-0x2864. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, but since the malfunction code recurred, it was decided to replace the pump. The customer would use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and instructed the customer on putting the pump into storage mode and returning the problematic pump via dpd delivery and collection.